Event description:
A new prescription form has been received requesting rebushing components for a proximal tibia implanted in 2003. Revision of bushings, bumper pad, tibial bearing, axle, circlip and rotating hinge tibial component. Update: bushing exchange and cementation of loose femoral component (B)(6) 2018.

Manufacturer narrative:
Reported event: an event regarding loosening involving a patient specific, proximal tibia, femoral component was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "pi was created in 2018 apparently for revision of bushings, bumper pad, tibial bearing, axle, circlip and rotating hinge tibial component. According to the product inquiry summary, "bushing exchange and cementation of loose femoral component june 15, 2018." The root cause of this event cannot be determined with certainty. A combination of factors can contribute including surgical technique, patient activity level, lifestyle and bmi, and implant factors. It is not uncommon especially in a young patient who is active for these components to wear out or possibly even break." -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there has been 1 other similar events for the lot referenced. Pr relates to loosening for the same device/patient, therefore no further trending is required for this commonality. Conclusions: it was reported that the patient had a revision procedure for bushing exchange and cementation of loose femoral component. It was not stated that the femoral component was explanted. A review of the provided medical records by a clinical consultant indicated: "pi was created in 2018 apparently for revision of bushings, bumper pad, tibial bearing, axle, circlip and rotating hinge tibial component. According to the product inquiry summary, "bushing exchange and cementation of loose femoral component (B)(6) 2018." The root cause of this event cannot be determined with certainty. A combination of factors can contribute including surgical technique, patient activity level, lifestyle and bmi, and implant factors. It is not uncommon especially in a young patient who is active for these components to wear out or possibly even break." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.